Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 145cm coyoted es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the third inflation at 14 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.